Manufacturer narrative:
Additional information: the lesion was heavily calcified lesion with 95-99% occlusion. The initial negative prep was performed, with no issues noted. The stent was removed undeployed as the device was unable to reach the lesion due to tortuosity in the vessel. The device was never inflated in the patient. The lesion was pre dilated again. The device was then re-prepared, but during this preparation there was a lot of air bubbles coming back and the physician decided not to use the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The device returned with the stent present on the balloon between the marker bands. The balloon failed negative prep. On pressurization of the device, liquid was observed exiting through the distal tip and through the exchange joint. The balloon failed to maintain pressure. The stent, balloon material and distal shaft were removed during analysis. Upon visual inspection of the device, there was a puncture site was evident approx. 1.5 cm proximal to the proximal marker band. The material was upwards at the puncture site. No other damage evident to the remainder of the device. Annex b, annex c and annex d codes added correction: the device inspected before use with no issues noted. Device return date added (d9). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent to treat a lesion with some tortuosity in the proximal circumflex artery (cx). There were no issues noted when removing the device from the protective hoop. Negative prep was performed with issues noted. The lesion was pre-dilated. It was reported that the stent was inserted but was then removed from the patient undeployed. It was then re-prepared but during this preparation there was a lot of air bubbles. The physician is considering that the balloon has possibly burst, possibly damaged in use. The procedure was completed using other non-medtronic device. No patient injury was reported.